Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had no response after booting. It was indicated that the programmer control pen screen did not respond. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no response after booting. The programmer was returned for service. There was no patient involvement.